Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2021-00001 was submitted. Any additional information will be submitted under the initially reported MFR. Report #: 2031642-2021-00001. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25jan2021.

Event description:
A customer reported to philips that while in use on a patient, the respironics v60 ventilator generated an unable to reach target flow message, while delivering high flow therapy, and the patient experienced an event of oxygen desaturation to 70%. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed continuous positive airway pressure (CPAP) therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving CPAP therapy via the v60 device, when their prescription changed to high flow therapy (hft) at meal times via the v60 device; 80 liters per minute (l/min), 100% fraction of inspired oxygen (fio2), patient circuit, patient interface, and humidifier not reported. Hospital staff then changed the patient interface to the high flow nasal cannula, changed the device mode from CPAP to hft, initiated hft at 30 l/min in order to prevent the v60 from generating an unable to reach target flow message, the patient then experienced an event of oxygen desaturation to 70%, the hospital staff then increased the flow rate 100l/min, and the device generated unable to reach target flow messages. The device continued to generate unable to reach target flow messages when the patient would wipe their nose, cough, or move too much. No medical interventions were reported. The outcome of the patient experiencing an event of oxygen desaturation is unknown.